Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that a onetouch brand meter (type unknown) she previously was using to test her blood glucose read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged inaccuracy began in (B)(6) 2011. It is not known what readings the patient was obtaining with the subject meter that she felt were inaccurately high. The patient informed the csr that she manages her diabetes with insulin and oral medication, but was unwilling to state which type she was using. On an unspecified date/time, the patient reported she obtained an alleged high result with the subject meter (result not provided) and took an increased dose of insulin (based on her sliding scale) in response to the reading. Approximately 2 hours after taking the increased dose of insulin, the patient claimed she felt dizzy, shaky, lightheaded and her heartbeat felt irregular; symptoms she associated with a low blood glucose at the onset of symptoms, the patient stated she tested her blood glucose and obtained a result that was "too low for comfort." It is not known what treatment, if any the patient received in response to the low blood glucose readings. The patient reported that after that event she began taking 5 units of insulin less than what was recommended per her sliding scale. At the time of troubleshooting, the patient informed the csr that she disposed of the subject meter when she obtained a new one. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.